Event description:
Consumer reports the replacement meter is giving tests resulta that are different. Analysis run on clark error grd using mean average reading (242) as ref. Point vs bd readings (288, 141, 297) yeilded data points in the d range of the grid, outside acceptable limits.